Manufacturer narrative:
Batch review performed on 11 july 2019: lot 1810704: (B)(4) items manufactured and released on 16-april-2019, expiration date: 2024-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implants involved in the event, batch review performed on 11 july 2019: liner: mpact 01.32.3248hct flat pe hc liner ø32/f (k103721) lot. 1811215. Lot 1811215: (B)(4) items manufactured and released on 22-march-2019, expiration date: 2024-03-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Cup: mpact 01.32.158sh acetabular shell ø58 no-hole (k132879) lot. 165754. Lot 165754: (B)(4) items manufactured and released on 04-november-2016, expiration date: 2021-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The biopsy showed signs of infection so the surgeon decided to revise head, liner and cup 5 days after primary. The surgery was completed successfully.